Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No stuck button alarms noted. The insulin pump failed leak test; leaked at the keypad overlay. No moisture traces were found at the electronic and motor assemblies per our visual inspection. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump was received with missing display window cover and with peeling serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a stuck button on the insulin pump. Customer stated that after clearing the alarm it kept recurring again after 2 minutes. Customer was advised that the pump will be replaced.